Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient experienced muscle/pocket stimulation. It was also noted that the right atrial (ra) lead experienced a polarity switch due to low impedance. Oversensing was noted on some of the stored events. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.